Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support advised that malfunction code was resettable and provided pump reset instructions to the caller, who was not with pump at the time and planned to relay information to customer and follow up if malfunction returned.